Event description:
It was reported that the rasp handle's body is damaged and the top cover is loosened.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: modification of devices in the field is not recommended. This impaction device completed mfg in june 1992, giving it a potential field age of approx 19 yrs. Impaction of the device over this period of time can cause material fatigue. Non-axial impactions may increase the likelihood of unanticipated failures. Due to the nature of the device, the most likely cause of failure is normal wear and tear. Eval: as returned, the side plate has disassociated from the rasp handle, the cross pin is still attached to the side plate, and the instrument has signs of being reworked. The lot number appears to have been masked off during a refinish operation and the weld on the other side of the cross-pin is not consistent with other devices from this same supplier. The instrument does not contain identification that it was done by the MFR. Device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected.